Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: product type: programmer, patient. Product ID: 3889-28, lot# va00hvx, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. She had a lot of discomfort and could not void and had frequency. She did not feel stimulation. It was noted that these symptoms were sudden in onset. Also, the patient tried to turn the programmer on but it would not turn on. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.